Manufacturer narrative:
(B)(4).

Event description:
There were no reported glucose values available to search within the parkes error grid calculator.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values and was hospitalized because of the inaccuracies. No cgm or bg values were provided. Although multiple attempts were made to follow up with the reporter, no additional information could be obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4).